Event description:
Cvl [central venous line] dressing soiled, when removing dressing for dressing change clear layer separated from white border unclear if already separated. Of note similar issue has been reported by 2 other picu [pediatric intensive care unit] rns [registered nurses] in the last week and multiple other issues reported in the past. Concern that they may be a manufacturer issue.